Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial#: (B)(6), ubd: 09-feb-2026, UDI#: (B)(4); product ID: 8781, serial #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 0. 8mg/day via an implantable pump. Lack of relief was reported. A cap (catheter access port) study was done with no flow. A revision was scheduled and planned for (B)(6) 2024. The environmental, external or patient factors that may have led or contributed to the issue was unknown, possible epidural per the physician. The issue was not resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.